Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a pharmacist via a patient support program (psp), to report adverse events and product complaint (pc), concerned a male patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70% human insulin 30% (rdna origin) (humulin m 70/30) from cartridge via a reusable pen, humapen luxura burgundy pen, at an unknown dose and unknown frequency, via an unknown route for the treatment of an unknown indication beginning on an unknown date. On an unknown date, while on human insulin isophane suspension 70% human insulin 30% treatment, his pen was broken, he was not able to apply medication for the last three days (missed dose) (pc number- (B)(4) and batch number- 1104b01), the pen colour was reported as brown, he went into a diabetic coma, his sugar was 450 and he was in a bad condition. Event diabetic coma was considered as serious by the company due to its medical significant reason. Information regarding corrective treatment, outcome of events and status of human insulin isophane suspension 70% human insulin 30% treatment was not provided. The operator of the humapen luxura burgundy pen and his training status were not provided. The humapen luxura burgundy pen general model duration of use and suspect humapen luxura burgundy pen duration of use was not provided. The patient had likely used the device beyond its approved use life (improper use). The action taken with the suspect humapen luxura burgundy pen was not reported and device was not returned to the manufacturer for investigation. The initial reporting pharmacist did not provide relatedness of events with human insulin isophane suspension 70% human insulin 30% and humapen luxura burgundy pen. Update 08-jan-2025: information received from rcp on 06-jan-2025. Received and processed pc. No new medically significant information was received and hence no changes were made to the case. Edit 08-jan-2025: upon review of the information dated 02-jan-2025, updated the suspect device from humapen luxura half dose pen to humapen luxura burgundy. Updated the narrative accordingly. Edit 09-jan-2025: upon review of the information dated 02-jan-2025, updated sentence from the pen was brown and he went into a diabetic coma to the pen colour was reported as brown, he went into a diabetic coma. No other changes were made to the case. Update 28jan2025: additional information received on 22jan2025 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura burgundy device associated with (B)(4), lot 1104b01. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Improper use was updated from no to yes. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 28jan2025: case was unlocked for minor edit in med watch field. Edit 31jan2025: the case was unlocked to perform minor edit to device specific safety summary (dsss) for humapen luxura burgundy device.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 31jan2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a pharmacy employee reported on behalf of a male patient with a humapen luxura "the pen is damaged and the patient cannot apply his medicine for 3 days". The patient experienced a diabetic coma. The device was not returned to the manufacturer for investigation (batch 1104b01, manufactured april 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device broken issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is evidence of improper use. The patient likely used the device beyond its approved use life. It is unknown if this misuse is relevant to the event of diabetic coma.